Event description:
Upon receipt of the device, the user reported there was a white question mark by the battery when in operation and there were only 0's in the service mode were it should have read 18mah. The field service representative visited the facility to inspect the system. The representative observed the ribbon connector on the power manager board that goes to a chip on the board was not fully seated. The representative reseated the connector and verified the system was operating to specification. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.